Manufacturer narrative:
Pump interrogation revealed the pump was diffusing at 0.180 mg/day (minimum rate). Pump analysis revealed the device met specification. No anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 30 mg/ml at a dose of 9.006 mg/day via an implantable pump. As reported, pre-operatively, the patient had not responded to well to treatment. This was clarified as the patient did not receive therapeutic response and that insufficient therapeutic response meant that pain reduction was not provided anymore. The physician controlled the catheter with contrast injection. ¿the catheter was not more consistently¿. As further clarified, a sideport contrast medium was injected and ¿via x-ray controlled, if the catheter is consistent¿. The x-ray images showed that no contrast medium was released on the tip of the catheter or at any other place along the catheter. Contrast medium was not release at the tip of the catheter which indicates that the catheter ¿is not consistent¿. On (B)(6) 2017 the old catheter was removed and a new catheter was implanted. As the pump was reported to ¿should be changed soon¿ the pump was also changed in the same operation and the physician requested a ¿security check¿ of the pump. At the time of the report, the issue was resolved and the patient¿s status was alive-no injury. The catheter would not be returned for analysis. The pump was sent for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Updated to reflect estimated date. Estimated pump implant date with year month valid. Continuation of product ID 8780 lot# unknown serial# implanted: (B)(6) 2016 (month year valid) explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Further information received indicated that the lot number of the 8780 that was replaced on (B)(6) 2017 remains unknown as it was implanted at another hospital. The explanted 8780 was implanted in (B)(6) 2016 and the explanted pump was implanted in (B)(6) 2012. The patient initially started not responding to treatment in (B)(6) 2017.